Event description:
It was reported that a trained user discontinued ilet and returned to multiple daily injections because they preferred having a manual bolus option, and they experienced postprandial hyperglycemia with a highest reported glucose of 322 mg/dl lasting approximately four hours without use of backup therapy or ketone testing. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and no long-term sequelae. Investigation included internal review of the complaint details and assessment of device use conditions. Investigation of this case revealed no device alarms or malfunctions reported and no component-specific failure identified, with the event associated with therapy preference and postprandial control rather than a confirmed device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.